Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. The pump screen was turned off and back on and was working normally. The customer received a replacement insulin pump for continued insulin therapy.